Event description:
During follow up with the customer an additional mini - cap was found to have particulate matter (pm) inside the pouch. The pm was described as black 'dust' on the cap. The sample for the additional event was discarded because of possible contamination. There was no patient involvement, injury, medical intervention, or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation. If the sample is received or additional relevant information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The reported issue was not confirmed and the root cause was not identified, because a sample was not returned and a review of all batch record documents was performed with no issues or deviations noted during the manufacturing process.